Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) and implantable intrathecal catheter (s/n (B)(6)) found no significant anomalies which affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. H6: patient code c26726 no longer applies for infection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-aug-21. The patient was tested multiple times and it was determined that it is not infection but rather a seroma. However, the managing physician did a catheter access port study and was not able to aspirate the catheter. He was also not able to see the catheter in spinal images. As a result, he will be doing surgery to completely replace the catheter on (B)(6) 2020 as well as the pump (pump is in eri and was scheduled for late september anyway). Information received from the rep on 2020-aug-24 indicated that the patient¿s pump was replaced today as in eri. They also replaced the catheter. During hospital admission it was discovered that the catheter was not intrathecal. Unknown when this happened or how it moved. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump and the pump segment of the catheter were returned to the manufacturer for analysis. The remaining portion of the catheter was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2020, it was reported that the patient came in for a refill and the hcp noticed pocket swelling over the pump. It was noticed that the swelling was soft, not hard, and had not been present at the previous refill. No environmental/external/patient factors that might have led or contributed to the event were reported. It was reported that the patient had not experienced any kind of withdrawal symptoms and spasticity levels had not increased or decreased since the last refill. The hcp did not refill the pump at the time of the event, just in case there was an infection. The patient was admitted to the hospital for the day. The patient would be tested for infection and would have images taken of the pocket site. The issue had not been considered resolved at the time of the report. No surgical intervention had occurred or was planned. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported.